Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent system with the yellow thumbwheel protector still in the manufactured position. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent was completely outside of the middle sheath. The stent was measured, and it is approximately 40mm long. The middle sheath is no longer sitting on top of the proximal end of the tip. Microscopic examination revealed no additional damages. There was some clear residue on and in the device. The guide catheter used in the procedure was not returned with the device so a test guide catheter was used for functional testing. Per product specification, the device was advanced into a 6f test guide catheter and was unable to pass through. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that premature stent deployment occurred. A 8x40x130 innova self expanding stent was selected for an aortic runoff procedure in the iliac and superficial femoral artery (sfa). The stent system was being loaded into the introducer sheath when resistance was encountered. The physician then withdrew the system and the stent started to deploy inside the sheath. The entire system was removed. The procedure was completed with another of the same device. There were no patient complications and the patient is fine.

Event description:
It was reported that premature stent deployment occurred. A 8x40x130 innova self expanding stent was selected for an aortic runoff procedure in the iliac and superficial femoral artery (sfa). The stent system was being loaded into the introducer sheath when resistance was encountered. The physician then withdrew the system and the stent started to deploy inside the sheath. The entire system was removed. The procedure was completed with another of the same device. There were no patient complications and the patient is fine.